Manufacturer narrative:
This follow up report is being submitted to relay additional information. The following sections have been updated: a1; a2; a3; b3; b4; b5; d4; e1; e2; e3; g2; g3; h2; h4; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual examination of the provided picture identified the femoral impactor tip with a fractured portion missing. The femoral impactor in the picture shows signs of use such as scratches and scuffs. Photograph of the device was analyzed. The analysis identified the fracture was consistent with the device fractures that indicate overload failure or low cycle fatigue culminating in the overload failure. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear of the device from repeated use over time. The device has a potential field age of five (5) years and exhibits signs of repeated use. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that the pad of the impactor instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.